Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was implanted in the bladder on (B)(6) 2013 and was explanted during a planned stent removal procedure performed on (B)(6) 2014. According to the complainant, during withdrawal, the pigtail of the stent broke off when the pigtail was being removed with a basket. The detached pigtail was completely removed during the same procedure. The procedure was completed upon removal of the stent and detached fragment. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of stent broke/detached during removal. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.